Event description:
It was reported that three (3) homechoice cassettes were damaged; further described as "horseshoe" like scratch on the clear cassette. This was observed prior to patient use, when inspecting the supplies for peritoneal dialysis (pd) therapy. The patient used new cassettes each time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in july 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.